Event description:
Info received indicates the head hi/low has a slow drift.

Manufacturer narrative:
The tech found the o-rings on the head hi/low valve was worn. The tech replaced the o-rings to repair the bed.